Manufacturer narrative:
Product event summary: the controller and two batteries were returned for evaluation; while the pump was not returned. Failure analysis of the returned controller and batteries revealed that the units passed visual inspection and functional testing. Log file analysis revealed an abrupt decrease in power consumption and estimated flows starting on (B)(6) 2018. Ten low flow alarms were recorded since (B)(6) 2018. Additionally, log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed twelve critical battery alarms and 26 controller fault alarms logged on (B)(6) 2018. The critical battery alarms were the result of the only battery connected to the controller being allowed to deplete below 10% relative state of charge (rsoc). A controller fault alarms will occur if the battery is approaching 0% rsoc. Review of the event file revealed 21 controller power up events recorded after the last data point was logged on the controller on (B)(6) 2018, indicating a loss of power to the controller. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor ventricular assist device (vad) filling, thrombus at the inflow cannula, and/or constriction at the outflow graft. The most likely root cause of the critical battery alarms, controller fault alarms and losses of power can be attributed to the depletion of the one battery connected to the controller, likely after the patient was found deceased. The battery likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. An internal investigation has been opened to evaluate controllers losing power and implement corrective actions as required. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0, con309930: UDI#: (B)(4), return date: 2018-06-18. Battery, bat511455: UDI #: (B)(4), return date: 2018-06-18. Battery, bat211093: UDI #: (B)(4), return date: 2018-06-18. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0: serial (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2018-08-31. UDI #: asku. Device available for evaluation?: no. Mfg date: 2017-08-31. Labeled for single use?: no. (B)(4). Other devices involved in this event: heartware ventricular assist system ¿ battery: serial (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2018-04-30. UDI #: asku. Device available for evaluation?: no. Mfg date: 2017-04-30. Labeled for single use?: no. (B)(4). Other devices involved in this event: heartware ventricular assist system ¿ battery: serial (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2016-11-3.0 UDI #: asku. Device available for evaluation?: no. Mfg date: 2015-11-30. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was found deceased at home. A preliminary review of the primary controller log files revealed low flow alarms (with the low flow alarm set at 1.7 lpm); as well as multiple critical battery alarms (involving one of the patient¿s batteries) and multiple controller fault alarms. The patient¿s family has declined an autopsy.

Event description:
Logfile review indicates there was loss of power to the controller two days after the initial reported event.

Manufacturer narrative:
Additional products: controller con309930 h6: device code(s): c63025 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.